Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that suction and irrigation buttons were in the wrong place. Suction button was blue, irrigation red button. It was also reported that the tubing is leaking out of the end.